Event description:
The cin was notified directly by the customer. It was reported the device was used during a laparoscopic cholecystectomy. It was reported the trocar was leaking. It was from an ftr72, lot number k48l38. This was noted upon starting the case. The customer was not able to determine why it was leaking. It was replaced with another trocar to complete the case. The trocar was discarded. There was no consequence to the patient.